Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7073880.

Event description:
It was reported that the patients left lead had moved lateral and the right lead moved up significantly which resulted to inadequate stimulation. The patient underwent a revision procedure wherein the leads were repositioned and a new lead was added. The patient was doing well post-operatively.